Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, dimensional, or functional testing could be performed. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the balloon occurred during use and was not present upon leaving the manufacturing facility. The certitude delivery system is not indicated for use in the pulmonic position. While the balloons are sufficiently designed and tested for rated burst pressures above their inflation pressure, balloon performance during placement against a pulmonic stent has not been verified. It is possible that inflation within the stent could compromise balloon integrity during inflation, resulting in a balloon burst. Additionally, the training manual states that the delivery system requires a prescribed volume for thv deployment and proper function for deployment of the valve in the aortic position via transapical and transaortic approach. The 23mm sapien 3 valve deploys with 17ml inflation volume; however, an inflation volume of 25ml was used in the procedure. Although the report stated that the balloon burst at nominal volume, the additional volume within the system likely contributed to increased pressure during inflation resulting in a balloon burst. Although a definitive root cause was unable to be determined, available information suggests that procedural factors (off-label use, increased inflation volume) most likely contributed to the balloon burst. During manufacturing, the balloons were 100% dimensionally inspected for working length, distal leg ID, proximal leg ID, proximal leg od, balloon diameter, collet/mandrel installation, and balloon wall thickness. The balloons were 100% visually inspected for presence of witness lines, contamination, mechanical damage, deformation, crow¿s feet, gel spot, and scratches. During the balloon pleat and fold process, the inflation balloon was visually inspected. The assembled delivery system was 100% leak tested. The assembled delivery system was 100% inspected. Furthermore, the devices underwent product verification (pv) testing under a sampling plan. Balloon inflation/deflation time was tested. Balloon fatigue and balloon burst pressure was tested. The inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon ¿ burst was unable to be confirmed, and no manufacturing non-conformities were identified. A review of lot history, complaint history, and device history record (DHR) did not identify any evidence of manufacturing non-conformance that would have contributed to the complaint. Review of manufacturing mitigation's supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Available information suggests that the procedural factors (off-label use, increased inflation volume) likely contributed to the reported event. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the applicable trend category. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 23mm sapien 3 valve in the pulmonic position via trans-hepatic access, a stent was placed into the pulmonary trunk. During valve deployment, at the end of balloon inflation, the balloon burst. The inflation volume was changed to get a 10% oversizing during valve deployment, but the balloon burst at nominal inflation volume. This resulted in the valve being correctly expanded and positioned. All balloon pieces were removed from the patient. There was no consequence to the patient. At the time of the report the patient was stable.